Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported "no alarm". There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device was found to visually and audibly alarm during alarm conditions. The reported issue was not duplicated with this device.

Event description:
The customer reported "no alarm". There was no patient impact or consequence reported.